Event description:
It was reported that the ventilator generated alarms indicating low o2 concentration. Moreover, the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The air gas module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 2 hours. It passed another pre-use check after ventilation without any issue. However, during testing the gas module in the gas module test system, it was noticed that the gas module deliver a little extra flow. The gas module has been checked ocularly, it was noticed that the both printed circuit boards (pcbs) inside the gas module were contaminated with a vaporized liquid. No further investigation is needed, as liquid contamination can lead to a short circuit and ventilator malfunction. The type and the source of this liquid are unknown. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).